Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka); cause of dka was not provided. Additionally, a pump data review was performed and multiple auto-off alarms were observed. No additional information was provided.